Event description:
It was reported that the ilet pump did not charge on the wireless charging pad, with the indicator light blinking and charging starting briefly then stopping, consistent with a charging problem involving the battery charger. Customer care provided support that included remote troubleshooting with the user and coordination of the return and replacement of the charger. Investigation of this case revealed a power source problem identified with the battery charger consistent with a charging problem. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.